Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have had delivery issues. It was reported the pump was "alarming every night at 9pm" and it was "only running for 12-13 hours instead of the usual 16 hours" per reporter the alarm was a high pressure alarm. It was reported that "the patient believes he is running out of medicine around the 12 hour mark" and "does not feel like getting full dose." Per reporter the patient stated not using the extra dose much, "maybe 1-2 times daily" and was only using it when "not doing fine during day." Per reporter, the patient "denies seeing air in line," and "states extra doses has no time limit entered." No adverse patient effects were reported.